Manufacturer narrative:
H10: the device and a photograph of the sample were received for evaluation. The actual sample was returned with the tubing not separated from the patient adapter. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The photograph was reviewed and showed the tubing separated from the patient adapter. The reported condition was verified. The cause of the condition could not be determined; however, the assembly between the patient adapter and the tubing is a friction fit and not a solvent bond; therefore, a strong tug on the patient adapter or tubing could cause a separation. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient connector of a peritoneal dialysis (pd) transfer separated from the tubing. This issue was further described as, ¿the patient connector fell off¿. This occurred while replacing the new transfer set. There was no report of patient injury or medical intervention associated with this event. No additional information is available.